Event description:
It was reported that the pump touch screen was cracked and unreadable.  Customer declined follow up from tandem technical support and no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.